Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse inspected the surgeon side console (ssc) using the simulator. Both the high resolution stereo viewer (hrsv) monitors were on and operational. Fse rebooted the ssc several time to ensure full functionality. No trouble was found. System tested and verified as ready for use. A review of the site's complaint history does not show any additional complaints for this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed the following system error (48259) would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a sacrocolpopexy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) resulted in the procedure being converted. Although there was no patient injury reported, if the reported issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called into isi technical support due to left eye was out in one of the surgeon side console (ssc). The reporter explained to the isi technical support engineer (tse) the staff was proceeding with the second ssc. Onsite logs reflect error 48259 reporting black screen on left channel. Reporter stated there was nothing connected to the ssc personality module surgeon console. Tse recommended a power cycle of the system, but the reporter was unable to power cycle at this time. The reporter explained he would power cycle at the completion of the procedure. The procedure was completed on the second ssc and there was no reported injury to the patient. On 4/6/2022, isi contacted the robotics coordinator and obtained the following information: the procedure was completed on the 2nd ssc and there was no injury to the patient.